Manufacturer narrative:
The hill-rom technician found the brake mechanism assembly cable stretched not allowing the casters to hold. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the mechanism assembly cable to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brake casters would not hold with the pedal in brake position. The bed was located at the account in storage. There was not pt/user injury reported. (B)(4).